Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 24-apr-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) and consumer (con) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient had a catheter access port (cap) procedure with a dye study and according to the patient the healthcare provider (hcp) was able to successfully aspirate the catheter. The patient stated the hcp then attempted to push dye through the catheter and stated that it would not push past the pump connector. The patient stated their pump was turned "off" and that they have had two weeks of severe pain and nausea after that day. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. The patient was advised to contact their local hcp to ask what the next course of action should be. The issue was not resolved at the time of the report and the patient's status was "alive-with injury". The patient's weight and medical history were asked and would not be made available.